Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure? - 39. Date and name of initial surgical procedure? - 2001 tvt (tension free vaginal tape). The diagnosis and indication for the initial surgical procedure? - stress incontinence. Were there any intra-operative complications? - no. Other relevant patient history/concomitant medications? - hysterectomy for adenomyosis 1994 and removal of one ovary when was the fistula first noted by a physician? - in 2002 and 2005 underwent twice revision of the tvt mesh with removal of the vaginal part of the mesh and re-suturing of the vaginal mucosa to cover the defected area. In 2016 and 2017, the patient underwent three operations due to recurrent abscesses above the symphysis pubis and under the rectus sheath on the left side and even fistula canal founded to the left of the bladder and down to the vagina, they did drainage of the abscess and the entire fistula duct was removed to the left of the symphysis and bladder and down to the vagina retroperitoneally. The histopahological examination of the removed tissues revealed actinomycosis bacteria but this was not revealed in the culture specimens. She started treatment with penicillin and after a while changed to doxycycline because of suspected allergic reaction. She continued with doxycyclin about 10 months according to the operative notes the surgeon had removed most of the tvt ¿mesh in the left side (which was embedded in the fibrous tissue of the fistula) and the vaginal part of the mesh but not the remaining part of the mesh on the right side. The patient continued suffering of pain and unable to perform her daily activities. She seeked for removal of the remaining part of the mesh and the infected tissue to have more chance to be cured of this type of bacteria. She referred to an advanced centrum for surgical interference and feb 2020 underwent an advanced operation with removal of retropubic transvaginal mesh, urinary bladder reconstruction, urethral reconstruction. She developed bladder hernia as a sequel of the operation and even got back the problem with incontinence. The patient remains in contact with doctor for further management. Location, severity and appearance of abscess? - left groin. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? When was the fistula first noted by a physician? Location, severity and appearance of abscess? Date - time of onset of abscess from the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How long was the patient on antibiotic treatment for after the abscess was first noted? Please list and describe the medical/surgical intervention provided including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure in 2001 for stress urinary incontinence and mesh was implanted. Since the initial procedure, the patient has undergone multiple surgeries, including mesh removal, on unknown dates due to revision of fistula and abscess formation. Cultivations were performed which showed bacteria was present and the patient received antibiotics for a long period of time. The patient continued to experience fistulas and pain. In (B)(6) 2020, the patient underwent another procedure to remove the remaining mesh and undergo bladder and ureter reconstruction. The patient is planned to return for additional surgery due to complications. Additional information has been requested.